Manufacturer narrative:
The reported events were undesirable stimulation, polarity switch, no capture and high capture thresholds. As received, a complete lead was returned in one piece. The reported events of no capture and high capture thresholds were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures. An internal short was found due to the over torqued inner coil in the connector region consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced undesirable stimulation. It was noted that polarity switch and no capture at a bipolar pacing configuration with high capture thresholds was observed on the right ventricular lead. The right ventricular lead was explanted and replaced. The patient was stable with no adverse consequences.